Event description:
The external pulse generator was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was noted that the upper case, lower case and bail covers were broken and contaminated and the heartwire block, battery drawer, ring cover and output connector were contaminated. The device was to be scrapped in-house. (B)(4).